Manufacturer narrative:
There was no additional information obtained at the time of this report. We will continue to monitor and trend this event type to determine if action is needed.

Event description:
The complainant reported that multiple surgeons have noted that exofin takes significantly longer to polymerize compared to dermabond. They have also noticed an increase in patient complaints of itching, burning, and local irritation at incision sites, along with several suspected allergic type reactions necessitating office and ed visits.